Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Information from the field indicated that there was no anatomical interference or any angulation or kink in the delivery system upon deployment and 9f size delivery system was used. The cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2023, a 30-25mm amplatzer talisman pfo occluder was chosen for implant with a 9f amplatzer talisman delivery system. During the procedure, when the occluder was expanded, the right disc was deformed in a bulbous like shape. The health care professional tried deployment several times, but the situation was the same. There was no report of any interaction with cardiac structures during deployment and no report of any bending or kinking noticed with the delivery system. The device was re-sheathed and removed from the patient prior to release from the delivery cable. The device was able to return to its normal configuration outside of the patient, but the decision was made to replace the device. A new 30-25mm amplatzer talisman pfo occluder was implanted using the same delivery system. There were no adverse patient effects and health impact was reported.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.